Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for post dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported.